Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their device. Patient was asked for the serial and model number of the device, but patient did not have one. Patient stated she thought she lost the temporary ID card. Patient reported she had a horrible weekend. Patient stated she was totally incontinent and there was no one for her to reach. Patient stated her symptoms were worse than before. Patient said her problem was very bad and every little of water she drank she had incontinence. Patient stated friday night she decided to use the device. Patient said she was seeing the poor communication screen. Patient had access to the patient programmer (pp). Synced with the patient programmer. Pp showed stim was on. Patient had the ability to change programs and/or adjust stimulation. Patient increased to stim to point where she could feel stim. Patient confirmed stim was comfortable. Patient was redirected to the healthcare professional to discuss the possibility of changing programs if symptoms don't improve. No complications reported. No further symptoms reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was going through so many pads, more pads now than they did before the device since they were implanted. The patient stated they called in the day before after a nurse told them to, and increased stimulation a little bit. The patient was walked through how to change programs, and they were able to change from program 1 to program 2 and increase to where they felt stimulation comfortably in the bike seat area. The patient was advised to follow up with their healthcare provider, and noted an appointment ¿at least a week away¿. No further complications were reported.